Manufacturer narrative:
According to the facility on (B)(6) 2022 a staff member "squeezed the hot pack to break the seal and it exploded getting chemicals in their right eye". Per the facility the staff member "flushed their eyes at the wash station and immediately called for help". The device is not available to be returned for evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 12/13/22 a staff member "squeezed the hot pack to break the seal and it exploded getting chemicals in their right eye".